Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested negative with another brand's rapid antigen assay and then positive the next day with quickvue otc. No confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.